Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
The case is from health authority. Blade tip broke off. It was reported that the titanium tip was broken during procedure after using 5 minutes. Changed another one to complete surgery. There was no patient consequence reported. The lot # is unknown.